Event description:
As reported, due to a poor outflow tract of the femoral artery, it was dilated using our 6mm 6cm powerflex pro. After dilatation with a saber balloon, an angiographic review revealed that the femoral artery outflow tract was not very good, so the femoral artery was dilated with the 6mm 6cm powerflex pro. After using a pressure pump, it was found that the pressure gauge did not change in value. After withdrawing the product, contrast was found to be leaking from the body/shaft. The case was completed after changing to a new powerflex pro balloon. The patient was uninjured and had an infectious disease. The surgeon was trained and an experienced surgeon. This occurred during a superficial femoral artery stenting. The product was stored properly according to instructions for use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped normally. It was noted that there was no need for negative pressure for lower extremities. The lesion was noted to have little calcification. The vessel was noted to have no tortuosity. The left superficial femoral artery had a 60% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was normal resistance/friction while inserting the device through the rotating hemostatic valve. A guide catheter was not used during the procedure. There was no difficulty advancing the balloon through the vessel. There was no difficulty crossing the lesion. The catheter was never in a in an acute bend. The balloon did not kink during use. The device was removed intact from the patient. The contrast/saline ratio was 50/50. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
As reported, due to a poor outflow tract of the femoral artery, it was dilated using our 6mm x 6cm powerflex pro. After dilatation with a saber balloon, an angiographic review revealed that the femoral artery outflow tract was not very good, so the femoral artery was dilated with the 6mm x 6cm powerflex pro. After using a pressure pump, it was found that the pressure gauge did not change in value. After withdrawing the product, contrast was found to be leaking from the body/shaft. The case was completed after changing to a new powerflex pro balloon. The patient was uninjured and had an infectious disease. The surgeon was trained and an experienced surgeon. This occurred during a superficial femoral artery stenting with no vessel tortuosity. The lesion was noted to have little calcification and the left superficial femoral artery had 60% stenosis. The device was not being used to treat a chronic total occlusion (cto). The product was stored properly according to instructions for use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped normally. It was noted that there was no need for negative pressure for lower extremities. There was normal resistance/friction while inserting the device through the rotating hemostatic valve. A guide catheter was not used during the procedure. There was no difficulty advancing the balloon through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon did not kink during use. The device was removed intact from the patient. The contrast/saline ratio was 50/50. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot 82287766 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage¿ was not confirmed as the device was not returned for analysis; the exact cause of the event cannot be determined. Based on the information available for review, it is likely vessel characteristics and procedural factors contributed to the reported event. The lesion was noted to have calcification and stenosis, damage to the shaft may have occurred upon crossing through the vasculature. According to the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Consider the use of systemic heparinization. Flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. If strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.